Event description:
It was reported the catheter came off the transparent plastic ring. It was stated this happened just two weeks after using the product. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4040 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter came off the transparent plastic ring. It was stated this happened just two weeks after using the product. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The connector was returned not assembled and the catheter was returned completely detached. The compression sleeve within the distal connector piece was observed to be present and was found to have been advanced. Tensile weakness was observed in the proximal end of the returned catheter. A microscopic observation revealed the proximal end of the catheter was somewhat uneven but mostly smooth and granular in texture. No catheter segments were found on or within the connector pieces. The tensile weakness found in the proximal end of the returned catheter as well as the shape and texture of the break site indicate the catheter was most likely broken due to excessive tensile (pulling) forces. H3 other text : evaluation findings are in section h.11.